Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-dec-2022 h6: investigation summary it was reported there was foreign matter. To aid in the investigation, one sample and four photos were received for evaluation by our quality team. The four photos show a loose syringe with a black mark on the collar on the outside of the barrel that most likely is dried ink. Three of the dried ink marks are the same measuring 1/4" and the fourth photo shows a different, larger ink mark. The sample received shows the conditions as described. The defect observed is non-conforming per product specification and is associated with the marker process. A device history record review was completed for provided material number 309628, lot 8324841. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8324841 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: one 1-ml plastic syringe.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: one 1-ml plastic syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.